Event description:
It was reported that the pump module a was not powered on but started beeping, then powered back on and on the pcu screen displayed a potassium bolus infusion. This was reported to bd representatives during their site visit. There was patient involvement but no harm.

Manufacturer narrative:
Omit: concomitant med prod data(8015), b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: unique device identifier (UDI)# additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of the pump module in idle state then starting to beep and the pcu displaying a potassium infusion was confirmed in a review of the device logs. ¿ on 25 july at 8:51 am, pump module s/n (B)(6) received a remote IV infusion suspected to be potassium chloride and four minutes later the module was channeled off. O the probable cause was identified (pr 10555263) as a backlog of apr (automated programming) messages on the cce (care coordination engine) server, which occurred because the systems manager (sm) services were down. This may have caused one of the cce components to enter a "faulty" state and become unresponsive. O after rebooting the sm servers, the queues were cleared, and the backed-up apr messages were sent to the appropriate target devices, which led to confusion among the staff. ¿ the asm preventive maintenance task and functional testing performed on the suspect pump module and suspect pcu device observed no anomalies. ¿ the alaris system user manual- with v9.33 model 8015 contains information regarding programming with interoperability and guardrails suite mx. O the implementation of interoperability does not preclude a clinician from manually programming the alaris system. Manual programming is required in the event of a failure in any component of the interface system. O workflow instructs the user to review and verify that all parameters pre-populated on the alaris system are correct prior to starting the infusion. ¿ inspection of the suspect pcu device observed a third-party battery assembly. O a medical device safety alert was sent out on 7 february 2022, warning customers to only use bd-approved parts when performing corrective maintenance or repairs. The use of third-party parts can affect the safety and efficacy of the bd alaris and alaris devices, leading to device failure, patient injury, or even death. ¿ bd recommends the use of bd-manufactured parts in the safe and effective operation and maintenance of the alaris system. ¿ third-party parts have not been validated by bd for safety and efficacy with alaris system products. ¿ no errors or malfunctions observed on the returned devices related to the reported complaint. ¿ note to repair center: devices were disassembled for this investigation, please ensure proper assembly and re-torque all screws to specifications. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. The suspect bezel assembly was not dissembled for internal inspection. ¿ devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported pump module that was in an idle state displaying a potassium infusion was due to an unexcepted remote IV infusion received. Pr 10555263 was opened for server issues and the probable cause was identified as a backlog of apr (automated programming) messages on the cce (care coordination engine) server, which occurred because the systems manager (sm) services were down. This may have caused one of the cce components to enter a "faulty" state and become unresponsive. After rebooting the sm servers, the queues were cleared, and the backed-up apr messages were sent to the appropriate target devices, which led to confusion among the staff. Note that this report lists imdrf annex a0401, g02017, c07, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module a was not powered on but started beeping, then powered back on and on the pcu screen displayed a potassium bolus infusion. This was reported to bd representatives during their site visit. There was patient involvement but no harm.